Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having high blood glucose episodes due to multiple motor error alarms and no delivery alarms. The customer's blood glucose level during the incident was 324 mg/dl. The customer's current blood glucose level was 423 mg/dl. The customer had called their health care professional for syringes and insulin pen to correct their high blood glucose. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. The customer declined further troubleshooting for the no delivery alarms. The device will be replaced and returned for analysis.